Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead that indicated high pacing thresholds, oversensing with short interval counts (sic) and noise during left arm movements by the patient. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead that indicated high and increased pacing thresholds, oversensing with short interval counts (sic) and noise during left arm movements by the patient. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.